Manufacturer narrative:
Date of event: unknown/not provided. If explanted; give date: explant was scheduled to be on (B)(6) 2018, but not yet confirmed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient experienced symptoms of dysphotopsia post implant of a zxt225 18.5 diopter intraocular lens (iol). An explant was reported to be scheduled on (B)(6) 2018, but to date not yet confirmed. Attempts have been made to obtain further information. No additional information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/02/2019. Device returned to manufacturer: yes. Device evaluation: the product was received inside a plastic specimen jar inside of a re-sealable biohazard plastic bag. The product was identified as the correct product based on patient information sticker provided with the return. The product was visually inspected with the unaided eye showing the lens was cut in half, most probably to aid in explant. Based on the condition of the return, further analysis is not possible. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Based on new information received, iol exchange was successful and took place on (B)(6) 2018 as planned, but patient was still experiencing dysphotopsia. It was also noted that there were no secondary interventions such as incision enlargement, suture and vitrectomy required. Patient visual acuity (va) results are provided as follows: visual acuity pre-initial implant: uncorrected distance va od: 20/200, best corrected distance va od: 20/100. Visual acuity post-initial implant: uncorrected distance va od: 20/50, best corrected distance va od: 20/25. Uncorrected near va od: j3, distance-corrected near va od: j3, best corrected near va od (+1.50 add): j1. Visual acuity post-replacement: uncorrected distance va od: 20/30, best corrected distance va od: 20/25+2. Patient code 3191 - updated from planned explant to explant of intraocular lens. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.